Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1, date of submission 06/29/2011 - device evaluation: the pump was returned and evaluated by product analysis on 06/02/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. The firmware revision and the manufacture date are (d1e, 2009/08).

Event description:
The patient reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past month. She noted that the buttons do not click and spring back when pressed. The patient stated that the keypad is worn but intact; reported that the pump has been exposed to water once; and stated that she wears the pump in her bra.